Event description:
(B)(6) patients nurse reporting that pump (B)(4) is draining battery faster than it should. They are having to change the battery every 4 to 6 hours while in use. Patient reports no medication related problems as a result of pump. Advised we would be sending by courier. (B)(6) also reports that they had to change patients site last night. When mother woke up to change battery she noticed the bandage covering patients site was covered in blood spontaneous. No other information available. Reported to (B)(6) by: health professional. Strength: 5 mg/ml. Dose or amount: 0.042 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.